Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech found the power limit cable assembly broken but no wires were exposed. The tech replaced the power limit cable assembly to repair the bed.